Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation while the ventricular lead was at high voltage. The lead was then programmed to unipolar mode.